Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 396 mg/dl. Customer mentioned the infusion set cannula was bent. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint. Also, additional information has been provided by that was not included on the initial complaint: the customer was in the hospital on the (B)(6) 2016 for 3 days, with high blood glucose due to the cannula being bent. The customer's blood glucose at the time of incident: 400 mg/dl. The customer's current blood glucose: 396 mg/dl. The customer states her blood glucose is high this morning because her set got pulled out and had been out for about 30 minutes. The customer inserted a new set and will check blood glucose later and treated for the 396 with the pump. The customer changed the set but the blood glucose didn't go down. They took the set out and saw the cannula was bent. Document the outcome of the hospitalization: IV inserted. Insulin was in the IV. The customer was wearing the pump at time of hospitalization.